Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient with neurogenic bladder by benign prostatic hyperplasia. Balloon catheter had been indwelled because of urinary retention. When in instruction of starting self catheterization with speedicath, the patient inserted sc by himself in front of doctor. Then bleeding. Doctor confirmed by cystoscope that prostate was damaged. Balloon catheter was indwelled to stop bleeding. The patient went to home. Next day, balloon catheter was blocked by coagulum and bladder was tense. A part of prostate resection. Hospitalized for 3 days. Did the doctor detect any product failures before or after use of the catheter? No. Did the doctor foresee the complications (was the prostate so enlarged that difficulties were foreseen? Yes. The doctor instructed insertion gently. Nevertheless insertion much more gently might have been needed. Did the patient undergo a prostate resection? If so when was this done? Yes. Next day of bleeding. What is the final outcome for the patient? Recovered. Balloon catheter is indwelled.